Event description:
It was reported that removal difficulties and guidewire detachment occurred; patient experienced discomfort. A st/035/145 amplatz super stiff guidewire was selected for use. However, during the drainage procedure, a discomfort was felt when the wire was pulled out from the catheter. The device was removed from the catheter by forcibly pulling it out. It was felt that the core part was broken. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.